Event description:
It was reported that the patient wanted to switch from the ams ambicor penile prosthesis (app) to inflatable penile prosthesis (ipp) because the device was not working well for him. The app was removed and replaced with ams 700 inflatable penile prosthesis . No further issues were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.